Event description:
It was reported the gastrointestinal videoscope had an occasionally blackout. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickers when meeting hot and cold water, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.